Manufacturer narrative:
(B)(4). The complaint for a connection issue was confirmed. The cause of the connection issue was use error as the patient mentioned that he did not tighten the cap enough. This report of a connection issue was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided; therefore, no batch review could be performed.

Event description:
A home patient (hp) contacted global technical service (gts) on (B)(4) 2013 regarding a system error 2240 and system error 2367 that occurred on the homechoice (hc) during drain 2 of 7. The hp stated that he had disconnected in the dwell and the drain had started by the time he reconnected. The hp stated that he noticed that the cap was not on tight enough on the patient line and it had pulled air into the line. The hp still reconnected, and shortly after the alarm sounded. The technical service representative (tsr) explained the alarms and had the hp cycle power to the clear the alarms. The tsr explained that the supplies are compromised and the hp will need to start over with new supplies. The hp stated that he wants to finish manually. The tsr advised him to call his registered nurse (rn) in the next 24 hours and let her know what happened. The hp stated that he is seeing his rn tomorrow and will tell her then. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient on (B)(6) 2013 and he said that there was nothing wrong with the supplies that day. He was in a hurry that day and did not tighten the cap on his patient line enough when he disconnected. There was patient involvement but no reported injury or medical intervention.